Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient date of birth is (B)(6), year unknown. Event date: unknown date between (B)(6) 2015. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: mar 26, 2014. Expiration date: mar 1, 2024. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that on (B)(6) 2015 the patient underwent surgery to treat a complex intra-articular fracture of the left radius in combination with a type ii ulnar styloid injury by way of internal fixation via dorsal and radial plates placed at right angles to each other. One plate was inserted to control the radial styloid component and the other plate was inserted dorsally. On (B)(6) 2015, the patient commenced physiotherapy. The physiotherapist was concerned about the motion of the thumb as the extensor pollicis longus (epl) tendon was not functioning. On (B)(6) 2015, it was confirmed that the epl tendon had ruptured. On (B)(6) 2015, the patient underwent surgery for epl tendon transfer. During this surgery at least one of the plates could be seen and was intact. At a review in clinic on (B)(6) 2015, an x-ray of the left wrist showed significant loss of alignment of the distal radial fracture. Both the radial fixation plates had broken through screw hole, being the third distal. The radial fixation plates broke at some point between (B)(6) 2015. On (B)(6) 2015, the broken radial fixation plates were removed and replaced with a single volar plate to the lower end of the radius. This report is 1 of 2 for (B)(4).